Event description:
The reporter stated that the lancet did not retract back into the cap of the accu-chek multiclix lancet device. She initially stated that she is not sure if this occurred before or after firing. The reporter also stated that she found the lancet protruding past the cap of the lancet device after she ran a test. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.